Event description:
The patient called reporting that their heart has been racing 100 miles a hour for approximately five days. Follow-up conducted revealed the patient missed two clinic appointments regarding these symptoms. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.